Event description:
It was reported that an unspecified elastomeric device overinfused medication to the patient. The reporter stated that the device completed therapy in 3 days instead of the expected 5 days. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g1 information (manufacturer is known) and g2 (replace consumer with healthcare professional). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.